Event description:
It was reported that during a lash procedure the blade had broken off the device and fallen into the mayo stand. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.